Event description:
It is reported that the femoral guide shaft broke during impaction.

Manufacturer narrative:
Evaluation summary: it is unknown the magnitude with which the device was being struck. The package insert for the device states, "do not subject instruments to high loads and/or impact as breakage can occur". It is also unknown how often this instrument was used prior to this incident. The device was manufactured 06/20/1996; it was therefore potentially in use for 16 years. The device appears to have exceeded its useful life. As returned the device was observed to have been fractured at the weld where the im rod attached to the jig and was worn and damaged in other places. Device history records indicate all components were manufactured and inspected to specification.